Event description:
A balloon ruptured on the fourth inflation during a percutaneous transluminal angioplasty procedure via a contralateral approach. There were no patient complications involved. The device has not been returned for evaluation. Therefore, no failure analysis is available. To date, no further details regarding the circumstances surrounding this event are available. Should further details become available, a supplement will be forwarded at that time. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the product and without further details regarding the circumstances surrounding the event, co cannot determine the exact cause for this event. Directions for use state: "do not exceed the normal pressure printed on the product label.. Never manipulate the catheter with the balloon inflated... The integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."